Event description:
It was reported that the device would not power on. The installed battery depleted pre-maturely. The device turned on with another known good battery. There was no report of patient involvement with the incident.

Manufacturer narrative:
Physio-control replaced the battery under warranty. The replaced battery was not returned for analysis.